Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h846965901, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 100mcg/day via an implantable pump. It was reported there was a catheter break at the spine. They were replacing the pump for eos (end of service) and the physician was unable to find the catheter from insertion point, unable to dissect it. The physician decided to insert a new catheter. The physician had x-rays showing the catheter break and the reporter did not know what diagnostics were done prior to the surgery day. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.